Event description:
Enterprise assisted coiling of an aneurysm, 6hrs post procedure occlusion of the lmca at the distal of the stent due to clot. This female patient with a 3.5mm left superior hypophyseal aneurysm and a 9mm ica bifurcation aneurysm underwent a stent assisted coiling with a 4.5 x 28mm enterprise vrd. The patient reported a metal allergy prior to the procedure. She was stent for dermatology consult, which did not demonstrate any allergies to metal. She was pre-medicated with asa and plavix. Under general anesthesia the enterprise was placed, extending from the lmca across the siphon. Both aneurysms were coiled without incident while fully heparinized. The patient's act at the start of procedure was (111). An initial 7,000-unit bolus heparin was administered intravenously. Additionally, a 700-units/hr drip was started to maintain the patient's activated clotting time between 250 and 350 seconds. Also, the patient received 2,000 unit of heparin. The heparin was not reversed at the end of the procedure. Approximately 6 hrs later, the patient developed right-sided weakness. Emergent angiography demonstrated an occlusion of the left mca at the distal margin of the stent due to clot. IV reopro was administered, which increased flow slightly, but the patient developed a large left mca distribution infarct. The next day, she had a decompressive craniectomy. Despite medical therapy, she continued to have severe neurological deficit. The following was reported by the physician: although the patient was found to be not allergic to metals, she developed pulmonary edema post procedure and perhaps she was indeed allergic. She was pre-medicated with antiplatelet agents and administered IV heparin. Perhaps she was insensitive to the asa and plavix at the time. Perhaps it is an allergic response. Perhaps it is related to placement of the coils and stent. Add'l info will be submitted within 30 days upon receipt.